Manufacturer narrative:
(B)(4)

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: the surgeon used ntlc and gia100 to perform a double staple technique to transect the stomach. First, he used ntlc 55 than he used gia100. The problem occurred when he approached gia100 against ntlc staple line. The gia100 performed stapling with the knife blade pushing the tissue instead of cutting it. This caused the tissue crushing, and the surgeon said, because of incomplete staple formation, he had to use another stapler to finish it off. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem. The pt's current condition is fine.